Manufacturer narrative:
(B)(4). A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys-u laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2021 with bilateral epithelial in-growth affecting visual acuity. The patient complained of halos/glares, fuzzy vision and ocular discomfort. It was stated that the patient did experience loss of best corrected visual acuity (bcva) of right eye (od) with bcva 20/30. Patient symptoms did not interfere with daily activities. Bcva from (B)(6) 2014: right eye pre-op 20/20 2.25 x -.75 x 85, left eye pre-op 20/20 1.50 x -.50 x 85. Bcva from (B)(6) 2020: right eye pre-op 20/20 1.50 x .00 x 90, left eye pre-op 20/20 1.75 x -.50 x 80.